Event description:
Upon noting a communication problem between the ipg and the charger, the pt noticed a blister at the implant site. The pt was treated with baclophen and the site was bandaged. In addition, the charger was exchanged. At this time, the site has reportedly healed and the pt is receiving acceptable therapy.